Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by the getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed drive manifold leak test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) reported that they replaced the drive manifold assembly (0104-00-0031). The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. H11. Corrected data: h5 (mfg date).

Event description:
N/a